Manufacturer narrative:
Device is a combination product. (B)(4). Synergy, ous, mr 3.5x16mm, stent delivery system (sds) was returned for analysis. A visual and tactile examination of the device found a partial hypotube break at 1100mm from the distal end of the strain relief or 33mm from the hypotube/midshaft bond. The partial break was within the midshaft region of the device. The partial break may have occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent outer diameter measured within specification, indicating that there were no issues with the crimp stent profile. A visual examination of the balloon showed that the balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 19-dec-2017. It was reported that inner shaft break occurred. The target lesion was located in a coronary artery. A 3.50x16mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, it was noticed that the inner shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.